Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Lead diagnostics indicated above average impedances. X-ray confirmed l4 lead fracture. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
It was reported to abbott that the patient has an impedance issue. Currently the patient has only one active electrode (l5) and stimulation is effective. Revision will be scheduled at a later date as patient has another surgery scheduled in (B)(6). The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.